Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive and had normal spring back and click. The keypad cover was removed for investigation and revealed no evidence of contamination or defect of the button contacts. Investigation was unable to confirm or duplicate the complaint. The pump cover was removed for investigation and revealed moisture present inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that after rebooting the up arrow, down arrow and ok keypad buttons were unresponsive and the pump was unable to get beyond the verification screen. The patient stated that the pump was exposed to water but denied any evidence of moisture in the pump. There is no reported damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.